Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured on the first inflation when it reached 6 atms. The lesion being treated was located in the moderately tortuous, severly calcified and 100% stenotic mid left anterior descending artery (lad). The device was removed from the patient intact. The procedure was successfully completed with another maverick2 balloon and the deployment of a 2.75x28mm taxus stent. Patient status is listed as "good."

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.